Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 6 was failed to stay closed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer six was not opened. A field service engineer (fse) found that ball bearings were missing from a bearing cage and that the retract band was damaged. The fse replaced the left rail, retractile band and tested all drawers and slides to ensure they were working. Then, the fse opened the top cover checked connections in the electronics drawer and removed dust from under the top cover to resolve the issue. The system functioned as intended after the field service engineer repaired the device.